Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. Literature title: can mixed device use in evar be a factor in re-treatment intervention? Source: artificial organs (0300-0818) vol. 53, no. 2, page s-154. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following publishment was reviewed by gore: title: can mixed device use in evar be a factor in re-treatment intervention? Source: artificial organs (0300-0818) vol. 53, no. 2, page s-154. Introduction: we examined whether mixed device use is a factor in post-evar retreatment. Subjects: of 628 evar cases performed at the single site from november 2019 to may 2023, 51 cases treated with a mixed device were evaluated. The age range was 65-95 years, mean 79.9 ± 5.9 years, with 47 male and 4 female. Devices were zenith main body + gore® excluder® aaa endoprostheses (excluder) leg in 3 cases, excluder main body + endurant leg in 2 cases, endurant main body + excluder leg in 19 cases, afx (epl) main body + excluder leg in 22 cases, endurant aorta extension + afx main body in 3 cases, endurant aorta extension + afx main body + excluder leg in 2 cases. Results: all patients were able to achieve the procedure. Of the 42 patients for whom computed tomography angiography imaging was available before discharge, 33 had no endoleak, 7 had type ii endoleak, 1 had type IV endoleak, and 1 (2.4 %) had distal type I endoleak in the epl main body + excluder leg case. There were no cases of perioperative mortality, but 12 cases of late mortality were observed. One aortic-related death occurred on postoperative day 392 after an endurant main body + excluder leg treatment, due to a newly developed proximal type I endoleak that led to aneurysmal enlargement and rupture. Two patients (3.9 %) required intervention: one had a type ia + ib endoleak after afx main body + excluder leg treatment and underwent proximal and bilateral leg extension on postoperative day 1788; the other patient had a type iii endoleak after endurant aorta extension + afx main body + excluder leg treatment and underwent additional afx vela cuff implantation between the endurant aorta extension and the afx main body on postoperative day 1951. Discussion: although there were not many postoperative related events occurring in three cases (5.9 %), one of the two cases performed retreatment had a type iii endoleak and the other had a proactive leg addition at the shortened junction, although it did not lead to a type iii endoleak. We believe that careful follow-up is necessary for cases in which a mixture of different models of afx was used.